Manufacturer narrative:
Other contact details: (B)(6). Due to characterization limit e1: initial reporter name is (B)(6), event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID:(B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) on catheter has a hole because it is hard to thread into body and automatically had fiber optic sensor failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b8, d1 (brand name), d10, e4, g2, h6 (medical device problem code, health effect impact codes). On (B)(6), customer encountered a case that may have involved a defective product. The physician suspects the catheter¿s balloon had a hole, as it was difficult to insert and immediately resulted in a fiber optic sensor failure. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by the customer that the intra aortic balloon (iab) has a hole because it is hard to thread into body and automatically had fiber optic sensor failure. There was patient involvement & no harm reported.